Manufacturer narrative:
No unexpected off no power alerts/anomalies or blank display anomalies were noted during testing. The pump was received with no button response on the esc button due to a fully-unlocked connector on the lcd board and missing multiple horizontal line segments on the lcd display due to a cracked zebra connector on the lcd board. Unable to perform the self test, displacement test, operating currents or off no power test due to the unresponsive keypad. The pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a cracked belt clip slot. The pump also had moisture damage on all electronic assemblies and on the keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer called in to report that the insulin pump was dropped and now the display was part black and the keypad was unresponsive. The customer's blood glucose level was 140 mg/dl. The customer's device was replaced and will be returned.